Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they suspended insulin delivery manually due to sinking blood glucose of 66 mg/dl. Customer decided to change entire set and filled reservoir with 1.2ml insulin. Customer was still disconnected from the set and saw drops still coming out of the tubing. Customer indicated the reservoir was showing 1.0 ml. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged low bg's, possible over delivery anomaly and suspend anomaly on 13-may-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. No over delivery anomaly noted. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. Then the pump was suspended and monitored for 5 hours (the units left in the reservoir was 200.5 units). There was no water exiting the infusion set while the pump was suspended. The reservoir is showing the same amount of fluid as shown on the status screen ( 200.5 units). No suspend anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There was 108 boluses delivered (cl1microbolus/cl1autobolus) on the event date listed in the pump history file. Please see below for the first 10 boluses listed on the event date. 05/13/2022 00:01:55.000 normalbolusamountprogrammed: 750 (0.075 u) bolusprogrammingmethod: cl1microbolus (5). 05/13/2022 00:06:53.000 normalbolusamountprogrammed: 250 (0.025 u) bolusprogrammingmethod: cl1microbolus (5). 05/13/2022 00:11:53.000 normalbolusamountprogrammed: 500 (0.05 u) bolusprogrammingmethod: cl1microbolus (5). 05/13/2022 00:16:51.000 normalbolusamountprogrammed: 3000 (0.3 u) bolusprogrammingmethod: cl1autobolus (9). 05/13/2022 00:17:03.000 normalbolusamountprogrammed: 3000 (0.3 u) bolusprogrammingmethod: cl1autobolus (9). 05/13/2022 00:21:55.000 normalbolusamountprogrammed: 750 (0.075 u) bolusprogrammingmethod: cl1microbolus (5). 05/13/2022 00:26:51.000 normalbolusamountprogrammed: 3000 (0.3 u) bolusprogrammingmethod: cl1autobolus (9). 05/13/2022 00:27:03.000 normalbolusamountprogrammed: 3000 (0.3 u) bolusprogrammingmethod: cl1autobolus (9). 05/13/2022 00:31:53.000 normalbolusamountprogrammed: 1000 (0.1 u) bolusprogrammingmethod: cl1microbolus (5). 05/13/2022 00:36:52.000 normalbolusamountprogrammed: 2000 (0.2 u) bolusprogrammingmethod: cl1autobolus (9). The pump passed the functional testing. Unable to confirm alleged low bg's. The customer alleged possible over delivery anomaly and suspend anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.